Event description:
The iab was inserted into the pt on 2/10/97 at 8:30 am and removed on 2/10/97 at 4:00 pm. The iab did not malfunction. As a result of the event, there were bleeding complications. A vascular surgeon was consulted and surgery was required. (Event complications: bleeding/surgery required-reported 2/21/97. (Pt's current status: discharged-rpt'd 2/21/97.)